Event description:
(B)(6) year old female admitted electively on (B)(6) 2013, for and underwent laparoscopic sleeve gastrectomy and egd for morbid obesity. During the operative encounter, the involved ethicon echelon stapler misfired x 3 for unclear reasons. The stapler was examined prior to the surgery and was loaded correctly. As a result, the staple line needed to be oversewn to avoid a post-operative leak. The involved stapler was removed from the operative field and secured. A jackson-pratt drain was also inserted and the pt was transferred to the step-down unit. The incident was fully disclosed to the pt by the attending surgeon. The pt's hospital stay was extended an additional 48 hours as a result of the placement of the jackson-pratt drain. She was discharged home on (B)(6) 2013 in stable condition, at which time there was no evidence of a bile leak. Follow-up with her surgeon was scheduled.